Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated they have noticed since the middle of (B)(6)2022 that their back pain comes on with less activity and the therapy is not attending to their pain. Caller stated that in the past they could go on a walk and do all sorts of things before they felt pain but now just getting out of a chair and walking to the kitchen prompts pain. Caller added that they think their settings are not very strong because their implant battery level does not go down very fast, but caller does not try to alter their settings or intensity. Caller stated they spoke with a manufacturer representative (rep) and they told the patient that they couldn't change the programming to help and caller should follow up with the doctor. Caller added that they think the issue is due to the fact that 6 months after their implant surgery, they found out one of the leads shifted up. The patient tried contacting the doctor's office who had an MRI ordered to a facility 2 hours away from caller. Caller tried to call back and have it sent somewhere closer to home but never heard back and kept trying to call back to which they eventually were told the doctor had left the practice. Caller then had a phone call with another doctor who said they would be able to help with the pain and would call back to set up an appointment. Caller stated their situation is difficult because they have both scoliosis and stenosis. Caller is still awaiting the call for an appointment. Agent recommended caller continue to work on getting an appointment to discuss the symptoms and have the implanted system checked. There were no direct allegations made against the ins. Additional information was received on 2022-aug-08. The rep reported they do recall a conversation with the hcp regarding lead positioning however, the positioning was not out of the lead placement range for the requested programming so the provider did not frame it as "lead shifting". At the time, there was no concern that the lead had moved. The rep confirmed that the patient had differential target multiplexed programming (dtm) programming and had varying relief through their trial and varying relief since implant. The rep stated the pt did not have a drastic increase in relief since the lead shifted. There were no known factors or circumstances that could be identified to cause the lead shift. The rep had met with the pt to optimize the programming and spoken over the phone many times to titrate intensities. Patient's weight in 2021 is unknown. The next doctor appointment has yet to be determined.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-aug-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated they didn¿t have surgery as they want their osteopenia to be corrected with medication before having any surgery.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient walked a 1/2 mile the day their ins was installed with pain in their right leg as time went on the patient's right leg throbbed when they walked too far or stood for too long. It was determined that the patient's lead closes to their back bone moved up the patient's back. They felt it would not change the patient's stimulation. The patient is currently scheduled for surgery in (B)(6) 2022.